Event description:
It was reported that a cadd® cadd-legacy® pca pump experienced failed accuracy - overinfusion. No adverse health outcomes reported.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the device data log noted that the customer did 3 volume accuracy tests. Functional tests included delivery accuracy testing. The delivery accuracy tests found the pump to be over delivering the control limit specification of +/- 3% but well within the published specification of +/-6%. The pump's expulsor was trimmed in order to bring the delivery into more nominal of a range. The device history record was reviewed and no manufacturing or testing issues were found. Based on the evidence, the complaint was confirmed. The root cause was attributed to the pump's expulsor.